Event description:
It was reported in the fall, the stimulator was removed due to it was no longer working. When the physician went in to replace the stimulator, both leads "snapped". Therefore, the battery was not replaced and the leads were left in place.